Event description:
It was reported that during a thyroidectomy procedure, the device was slow with hemostasis and the tissue pad was breaking off. There were no pieces found in the pt. They used a second device to complete the case. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.